Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician noted non-sustained oversensing episodes due to possible myopotentials. Programming changes and further testing were recommended. The physician elected to routinely follow-up the patient. The patient was in a good condition.